Event description:
It was reported by the patient¿s mother that the patient developed elevated blood glucose levels measuring 374 mg/dl by fingerstick after wearing the pod on the arm for an unspecified duration. The mother believed the pod was not functioning properly and was not delivering the correct amount of insulin, noting that the patient became severely ill during the night. The patient was taken to the hospital on (B)(6) 2025, with symptoms of severe stomach pain, persistent vomiting (including inability to tolerate water), and a severe headache. The patient was diagnosed with diabetic ketoacidosis, presenting with a blood glucose level above 500 mg/dl at admission, and remained hospitalized for approximately 48 hours before being discharged on (B)(6) 2025. Treatment included intravenous fluids, insulin, and other intravenous medications not specified by the mother. No information was provided regarding any device alarms at the time of the event or the status of the cannula or pink slide.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.